Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2005. No previous service history was found. The device was received for evaluation, in poor condition. Device was manufactured in 2005. The device passed the safety/electrical test and then was setup to run using the temp check which was due for calibration. The over temp alarm sounded. This confirmed the reported problem. The root cause could not be determined. Action(s) taken to mitigate the reported issue(s): performed recalibration of temperature, lcd value, and over temp alarm point, replaced the old pcb board which was out of calibration causing the over temp alarm which needed to be upgraded. After calibration, device passed all functional tests. A corrective and preventative action has been opened to address the pcb issue.

Event description:
It was reported that the device showed an over-temp error. No patient injury was reported.